Event description:
It was reported that the plaintiff was implanted with an intexen porcine dermal matrix on (B)(6) 2003. It is alleged the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report-(B)(4).